Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient died. The 24-hour heart rate curve showed a ventricular tachycardia/ventricular fibrillation but no episode was recorded. Review of patient files reportedly showed an obvious lead issue.

Event description:
Reportedly, the patient died. The 24-hour heart rate curve showed a ventricular tachycardia/ventricular fibrillation but no episode was recorded. Review of patient files reportedly showed an obvious lead issue.